Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, 'failed downstream occlusion test was not reproduced due to a constant system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification digital pot out. The force sensor requires replacement to address this issue. During evaluation the device alarmed system error 322. The cause was identified to be failed lower link switch. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. There was no patient involvement. No additional information is available.